Event description:
It was reported by the patient that the charging port was melted but was still charging, the patient stated that at the time of the incident the controller was charging for 15 min and that's when it started to melt, the device, "smelled bad and was smoking".

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.